Manufacturer narrative:
Due to an additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter

Event description:
It was reported that a versacross rf wire was selected for use. It has been mentioned that device was unable to cross even after the energization button was pressed. Energization was not felt even on echo. The troubleshooting included replacing the catheter as a precaution. The procedure was completed successfully by using another device. No patient complications have been reported. The product is not expected to be return because it was contaminated. It was further reported that the generator setting was 1sec constant for rf delivery, which was attempted four times. The rf wire was protruding from dilator prior to crossing. No other issues were reported.

Event description:
It was reported that a versacross rf wire was selected for use. It has been mentioned that device was unable to cross even after the energization button was pressed. Energization was not felt even on echo. The troubleshooting included replacing the catheter as a precaution. The procedure was completed successfully by using another device. No patient complications have been reported. The product is not expected to be return because it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.